Manufacturer narrative:
The peritoneal catheter was patent and met all specifications for tensile strength and ultimate elongation testing. However, it did not meet the requirements for leak testing due to a tear in the catheter 20 cm from the proximal end. It is unk how or when this damage occurred. The conditions of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device caution that care should be taken in handling the catheter as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to pt reported.

Event description:
It was reported to medtronic neurosurgery that after the surgery the doctor tried to regulate the performance level, but found csf could not be shunted.